Event description:
Pt was revised to address pain, instability, loosening, poly wear and osteolysis.

Manufacturer narrative:
The products were not returned for examination. Product info required to retrieve the device history records for review was not provided. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.